Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-03798. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the lead (model 3186) and the model 3163 lead was relocated. The patient is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-03798. The manufacturer is unable to determine which lead is involved hence both leads are reported. It was reported the patient was no longer experiencing effective stimulation and date is unknown when stimulation was lost. The patient had suffered a fall. X-rays showed led migration. Surgical intervention may be pending to address this issue.